Event description:
A customer observed negatively biased phyt quality control results tested on the vitros 950 analyzer. The results were not reported. If these results occurred on a patient's sample and were reported, the biased results of the direction and magnitude observed could test in inappropriate physician action. Note: this form 3500a, is four of five mdrs for this event. Five devices were involved. Five quality control samples were tested using a single vitros phyt slide lot. The initial MDR 1319809-2009-00317 was filed on october 13th and a supplemental MDR has been filed. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
Investigation into this event found that the negatively biased phyt quality control results occurred. There was no indication that the analyzer or reagent systems were not operating as intended. Furthermore, the investigation determined that the operator was using expired immunowash fluid (iwf) and reagent packs that had exceeded the on-analyzer stability claim by the manufacturer. Once the vitros 5, 1 was calibrated with in-date (iwf) and freshly opened reagent, expected results were achieved. The root cause of the event was user error.